Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery, an ophthalmic irrigation and aspiration (ia) tip came off from the sleeve when the ia tip was connected to the handpiece. The surgery was performed and completed after replacing the product with another one on the same day.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened polymer irrigation-aspiration (I/a) tip in a wrench was received for the report that when the ia tip was connected to the handpiece before surgery, the tip came off (the tip of the ia tip came off from the sleeve). The sample was visually inspected and deemed to be non-conforming with the over molded tip detached at tip of metal cannula with no over molded hub returned. Wear on threads and hub ribs were also observed to be consistent with threading on a handpiece as the hub ribs appear twisted in a spiral motion. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned non-conforming sample was received opened. How and when the I/a tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is handling when placing the tip onto the handpiece. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).